Event description:
On (B)(6) 2012, customer reported that the dxc 600 generated false high sodium (na) results for 3 patient samples. Chlorine (cl), carbon dioxide (co2) and calcium (calc) were also high on 1 of the samples. Results were not reported out of the lab. The samples were repeated on another instrument and those results were reported. Na, cl and co2 quality control (qc) run prior to and during the event was within lab-established ranges. After the event, one level of each na, cl and co2 was high out of range. Calc qc was within range at all times. Field service engineer (fse) inspected the instrument on (B)(4) 2012 and performed preventative maintenance that was due. Fse returned on (B)(4) 2012, due to continuing issues. Fse bleached the system, replaced the carbon bridge and modular chemistry sample probe. Fse performed verification testing, but it did not pass specifications. Fse ordered an ion selective electrode (ise) preamp circuit board. On (B)(4) 2012, fse replaced the ise preamp circuit board. This resolved the issue and verification testing passed specifications.

Manufacturer narrative:
Results: fse performed preventative maintenance, bleached the system, replaced the carbon bridge, modular chemistry sample probe and ise preamp circuit board.